Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the complaint is component failure. The device evaluation revealed a worn-out lock latch on the video connector, which caused image loss when the scope end connector was manipulated. Additionally, image ghosting was attributed to a defect in the dr (printed circuit board) board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the video system center had a worn-out lock latch on the video connector, which caused loss of image. Additionally, ghosting of the image was noted due to a defect in the dr(printed circuit board) board. No patient involvement was reported.